Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 700 mg/dl at the time of incident. The customer stated that they were given IV insulin drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that they had no delivery alarm and had to change the infusion set and reservoir. The reservoir will not be returned for analysis.